Event description:
Gastrostomy tube placed percutaneously. After two days of low volume tube feeding, pt had abdominal distention and mental status changes. CT scan showed fluid in abdomen, and suggested that tube was only partially in stomach. At surgery, pt was found to have tube completely out of stomach. Surgeon reported finding no evidence that tube had been in stomach (although film post-placement demonstrated correct position).